Event description:
It was reported that the atrial lead exhibited an increase in capture threshold and a decrease in sensing. A chest x-ray revealed lead dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.